Manufacturer narrative:
Bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific material number and lot number associated with this complaint; therefore, a review of the device history record could not be conducted and the investigation was limited. Technical service followed up with the customer and provided the attached paper on heparin plasma testing. At this time, bd is unable to confirm this complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.complaints received for this reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that an unspecified bd sst tube gave erroneous results. The following information was provided by the initial reporter: "it was reported increased potassium levels when collected in sst versus pst. Per email: increased potassium levels when collected in sst versus pst. Not sure if it is a collection.processing issue or not."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified bd sst tube gave erroneous results. The following information was provided by the initial reporter: "it was reported increased potassium levels when collected in sst versus pst. Per email: increased potassium levels when collected in sst versus pst. Not sure if it is a collection processing issue or not."